Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor system alarm and that insulin was squirting out during manual prime. The blood glucose level was 250 mg/dl. The customer also reported that the drive support cap was sticking out. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced. The customer declined to return the device back for analysis.